Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: flushing pump not working, component failure of control panel, component failure of pump head and pressing the standby button does not respond. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: flushing pump not working due to component failure of pump head and pressing the standby button does not respond due to component failure of control panel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the flushing pump had a panel failure. The reported issue found during cleaning and disinfection. There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flushing pump had a panel failure. The reported issue found during cleaning and disinfection. There was no patient impact, no harm reported due to the event.